Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 812.02. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Device evaluation confirmed the reported condition as failure code 812:02, which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 812:02. The root cause could not be determined and no repairs were performed, as this is a stay-in device. A follow up report will be submitted if additional information becomes available.